Manufacturer narrative:
(B)(4). Additional concomitant medical products: medical product: lorenz fossa screws catalog #: ni lot #: ni; biomet microfixation mandibular screws catalog #: ni lot #: ni. (B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a (B)(6) patient-matched joint replacement prescription form was received indicating the off the shelf fossa component used approximately six months prior to november was dislocated posteriorly. The form indicates the surgeon would like to keep the current mandibular component prosthesis. Upon follow up, it was reported, "no parts have been removed. Op date has not been advised. No contributing factors have been advised. No hcp has ever mentioned that the implants failed." Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The design input form (dif) for the patient matched tmj indicates that the revision is planned due to dislocation; therefore, the complaint is considered confirmed. At the current time, a revision has not occurred and the original stock implants remain implanted. There has been no operation date advised, no contributing factors advised. Device history record (DHR) review was unable to be performed as the part and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product has the following information under the section titled adverse events: ¿ removal of components(s) including, but not limited to the following: - implant changes caused by loading and/or wear - degenerative changes within the joint surfaces from disease or previous implants - implant materials producing particles or corroding ¿ loosening or displacement with or without removal of the implant ¿ dislocation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.